Event description:
It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa, and the patient was scheduled for discharge the following day. Five days post index procedure, the patient was admitted to the hospital for a pseudoaneurysm noted in the right femoral vein with hematoma. The patient was treated with a thrombin injection on the same day. A repeat ultrasound was performed and the patient was stable. The patient was discharged home the following day.